Event description:
The customer contact reported the device alarmed with an e22 malfunction alarm. The device was returned to the biomedical department with a report of an e22 malfunctions alarm. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. This is not a reportable malfunction. However, during testing at the user facility, it was noted that the device door roller was broken off. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.